Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of thoracic aortic aneurysm on an unk date. It was reported that the stent graft was explanted due to a distal type I endoleak. No further info leading to the explant or clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak; removal of implant). Results and conclusions: (device analysis is pending).